Event description:
It was reported that a number of system issues that are due to failures to communicate with the tc200 that end up causing a conversion of surgery. One specific type of these issues is failure to communicate due to the ks hive device integration option being set to no, meaning the bidirectional communication between third party system and storz box is disabled. This causes the storz to start up with the wrong settings, as well as an undismissable error from third party system. After the fse troubleshoots the issue and narrows it down to this option being set to no, the fse connects a keyboard to the storz box and changes it to yes. This issue almost always results in a procedure cancellation/conversion as it is not something that can be solved by restarting third party system or the storz boxes.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was not returned to the manufacturer for inspection. Without a return, a physical technical inspection is not possible. However, the most probable root cause, based on the root cause analysis it is a series of abnormal short boot cycles (less than 45 seconds between two power cycles). This issue is most likely caused by medtronic's power management scripts or their users' understanding of the power up/down instructions. Solution to solve this issue is the software version 4.6 for tc200. This software enables hive to continuous running. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).